Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125ohms. Technical services (ts) reviewed the stored daily impedances measurement trends and confirmed that the rv lead shock impedances appeared to have been gradually increasing over the past year. Ts discussed troubleshooting options and recommended a command test to be performed for further evaluation of the lead. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125ohms. Technical services (ts) reviewed the stored daily impedances measurement trends and confirmed that the rv lead shock impedances appeared to have been gradually increasing over the past year. Ts discussed troubleshooting options and recommended a command test to be performed for further evaluation of the lead. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that during the routine generator change procedure, the physician observed calcification around the pocket. The physician was able to clean the pocket and remove the calcified debris. The rv lead was tested and the pacing and shock impedances and thresholds appeared to be stable within normal limits. At this time, the rv lead remains in service. No additional adverse patient effects were reported.